Event description:
It was reported that the customer's pump touchscreen was cracked and shattered after being dropped. There was no adverse impact to the customer¿s blood glucose level. The customer could still interact with the pump and was instructed to use multiple daily injections as a backup therapy. Technical support arranged a replacement pump, confirmed the shipping address, and provided instructions for returning the damaged pump and setting up the replacement. The customer understood and acknowledged all instructions, including programming settings into the new pump and connecting their continuous glucose monitor.